Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture, granuloma (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who underwent primary breast augmentation with two unspecified mentor gel textured implants, suffered bilateral capsular contractures (baker grade IV), spontaneous bilateral ruptures, and two lymph nodes that were indicated to likely contain silicone. The complications were diagnosed via physical examination and pre-op scan. MRI taken on (B)(6) 2020 reported the bilateral ruptures and ultrasound taken on (B)(6) 2020 reported the two lymph nodes with silicone. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.